Event description:
Customer reports to have high blood glucose of 496 mg/dl, which was treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that customer's body absorbs insulin slowly. It was also found that basal rates were incorrect and cannula was bent. Alarm history found a "finish loading" alarm. Customer was instructed on different site and to monitor blood glucose with new sites. Customer was advised that tubing clamp would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.